Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was found to be caused by corrosion of the video connector terminal. It has been concluded that the problem is due to handling, but the rationale is unknown. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the video system center had no image with their 165 scope series and the image is standard with the 170 series scope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did confirm the reported event by the customer of having no image. The evaluation uncovered that there was terminal corrosion on the video connector socket. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.